Event description:
Follow-up information revealed the patient underwent surgical intervention on (B)(6) 2017 (reference MFR. Report#:1627487-2017-03654) wherein the ipg was explanted and replaced which resolved the patient's issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is receiving intermittent overstimulation sensations (described by the patient as shocking) at the lead site when using his scs system. As such, the patient went to the ER at which time the patient's scs system was turned off. A company representative met with the patient (B)(6) 2017 and confirmed the issue. No additional information is known at this time.